Event description:
It was reported to philips that the geometry movements were partially unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis of coronary procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log file, fse confirmed that malfunction. Upon troubleshooting, fse identified that the knob function defect in the geometry tilt module and fse confirmed that control module was defective. To resolve the issue, fse replaced the geometry tilt module and return the part for further analysis, and it found that failed geo module component. After replacing the geometry tilt, the system was returned to use in good working order. The codes were updated based on the investigation outcome.